Manufacturer narrative:
(B)(6). Evaluation summary: one epifuse connector, flat filter, epidural catheter and filter cover were returned for analysis but the lot number was unavailable. The customer's reported issue regarding leaking fluid was confirmed by simulated use testing. When the epifuse connector was unlocked and water was injected, water leakage from the sleeve of the epifuse connector was confirmed. Water leakage appeared to occur due to cracks caused by supplier-purchased components (sharp blades, etc.) Contacting the sleeve surface of the epifuse connector, but the exact cause and the timing of occurrence could not be identified. Although this event is considered to be a rare case occurring accidentally, we report to the manufacturer about the occurrence of this event and record it in the domestic overseas database and monitor the occurrence trend in the future.

Event description:
It was reported that medical fluid leaked from the filter connection site of an epidural catheter connector. The fault occured while in use with a patient but there was no patient injury associated with this incident.